Manufacturer narrative:
UDI number: (B)(4).

Event description:
The recipient is reportedly experiencing inflammation at the implant incision site. The recipient was treated with antibiotics. Advanced bionics is in the process of gathering more information. Once more information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
The recipient was reportedly treated with an antibiotic cream. The recipient's infection has resolved.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. Additional information will not be provided due to medical confidentiality. The recipient remains implanted. This is the final report.